Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). (B)(4) stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release stent was to be used to treat a 1 cm malignant stricture in the left main stem of the lungs during bronchoscopy procedure performed on (B)(6) 2016. Reportedly, the patients' anatomy was tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the ultraflex tracheobronchial stent but when the stent was halfway released, the deployment string was unable to be pulled any further. The physician attempted to readjust and reposition the stent was unsuccessful. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.